Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and the failure mode. The investigation is inconclusive, as the sample was not returned for evaluation. The root cause could not be determined based upon available info. It is unk whether pt and/or procedural factors contributed to the event. Section a through d - the info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after the recanalization catheter had been activated for two minutes in the anterior tibial artery, the catheter was damaged. Another catheter was used to complete the procedure, however, it was damaged after one and a half minute. There was no pt injury reported.